Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire that occurred on (B)(6) 2015. Patient's mother claimed that upon removal of the sensor pod, the sensor wire remained in the patient's thigh. Patient's mother reported that she removed the sensor wire from the patient's skin. At the time of contact, the patient's mother did not report any injury or medical intervention. Sensor was inserted into patient's thigh which is not an approved site.

Manufacturer narrative:
(B)(4).